Event description:
Information was received from a consumer (patient¿s wife) regarding a patient with an implantable drug infusion pump indicated for n on-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient had been experiencing a gradual increase in pain. The consumer stated the patient was in terrible and extreme pain and stated it was gradually getting worse. The consumer stated they were meeting on (B)(6) 2017 and was directed to contact the manufacturer and ask for a specific representative. Additional information received reported that the patient had "gone 25 days without pain, suddenly it flared back up with a vengeance". The reporter stated "I don't know if this is a sign if it's not working or not when it works then stops". The patient¿s doctor had ordered the patient morphine and charged the patient (B)(6) for an overnight fee. Per the reporter they discovered the pump ¿just need to have more sent to the brain, a bigger dose¿, stating the patient was in such pain he is sleeping everyday until 1 or 2 pm. They had an appointment on (B)(6) 2017 where the physician discovered the pump ¿still had morphine in him that hadn¿t been consumed¿. Per the reporter the company representative had come to the appointment and did some calculations on the programmer said "give it a couple of days and you'll get better¿. The reporter stated, ¿and now it's the (B)(6) and he's still in the same amount of pain, maybe worse". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-13, additional information was received from a manufacturer representative (rep). It reported the fluid build-up was located in the pocket of the pump. The cause of the fluid build-up has not been determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had started to complain of their therapy was not working properly. Per the reporter the patient had fallen multiple times and the healthcare provider was concerned so they got the patient in for a dye study. The dye study was performed yesterday, (B)(6) 2018 and they noticed fluid buildup and blockage, however the reporter was not sure where blockage was located. The catheter was patent so they were able to do an open dye study and remove the blockage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient fell 25 days after the pump was implanted. The consumer said the patient got 25 days of great pain relief until the patient fell out of the chair. Days after the fall, the patient complained of a return in back pain. On 2018 (B)(6), a dye study would be conducted. The consumer wanted to know what happened if the catheter moved or came loose. The consumer did not have a manual. The patient asked about alarms. The patient said she was not given after care manuals or instructions. The patient was in constant pain. The patient was in bed all the time sleeping from 10 pm to 2 pm.